Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the tip of the instrument appears to be worn with cracks.

Event description:
Device report from australia reports an event as follows: it was reported on (B)(6) 2003, that the stem impactor tip was damaged during a total hip replacement surgery. This report is for a summit standard imp. Inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, cssd notified me, that the depuy stem impactor tip is damaged. And have requested a replacement. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed, that summit standard imp. Inserter has the distal end broken. And some slightly cracks in this area were observed. In addition, both sides of the device are severely worn. The broken fragment was not received. Based on the observed, condition of the returned device, the investigation was able to confirm, the reported event. No other problem identified. The observed, breakage of the device can be attributed to heavy usage. And unintended use error, due to prying back and forward the instrument, while is not fully engage to the mating implant. And due, to impaction forces in an off-axis angle. The device exhibits damage, consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed, as the observed condition of the summit standard imp. Inserter would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to end of life and unintended user error., and it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a date code was provided. Which indicates, that the device was manufactured on (november 2003). A manufacturing records evaluation (mre) was not performed, since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.